Event description:
Customer was hospitalized for dka. It was reported that pump was downloaded at the hosp and customer seemed to have missed boluses. Affiliate stated that a reasonable explanation seemed to be that customer was pressing the activate button too quickly using the audio bolus. Customer was taught to use the express bolus button. Troubleshooting performed and pump operating as designed.